Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed that an open hole was observed at the lap joint in the sheath assembly from femoral marker to the proximal end. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked from the lap joint when it was flushed. During image characterization testing, no image appeared in the ilab system. Imaging core windup was found within the telescope section f the device. Windup were encountered in the double heat shrink area in the telescope area. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product.

Event description:
It was reported that catheter imaging lost image occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. An opticross&#10249;maging catheter was selected to view target lesion. During procedure, it was noted that the image was lost when performing manual imaging after pullback. The procedure was completed with a non bsc catheter. No patient complications were reported and the patient's status was good. However, it was reported after product analysis that an open hole at the lap joint in the sheath assembly from femoral marker to the proximal end was observed.